Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available. The label review found the labeling adequate for the use error in this complaint. The problem was not confirmed. The root cause was undetermined.

Event description:
During a follow up call to the care giver regarding a check heater line alarm, it was discovered that the caregiver didn't connect the y-set well enough to allow proper flow. The cg stated that they didn't pierce the membrane enough. The cg stated they did not notice any visible damage or abnormalities with the cassette or bags that were in use and they were able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.